Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The e-100 generator was not firing. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed, and the reported failure could not be replicated. This e-100 generator was installed onto the test system, and it worked fine with a vessel sealer instrument installed. Fa used the vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times. The e-100 generator worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer extend (vse) instrument e-100 generator was not working. The customer had to move the vse instrument down to the integrated electrosurgical generator unit (iesu) to get it to work. The customer also stated that they had tried multiple vse instruments but could not get the e-100 generator to work. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs with no errors noted. The procedure was completing as planned with no reported injury.